Event description:
It was reported that during a lead implant procedure, atrial led was unable to be positioned and was having difficulty in advancing stylet in the lead. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.